Event description:
A malfunction alarm identified as malf 12 occurred. The customer's blood glucose level was reported as high, although no specific value was provided. The customer took no corrective actions to address the high blood glucose level. After resetting, the same malfunction code did not recur, and the customer continued to use the pump.